Event description:
Customer alleged handle on the tilt cable broke. Qt done. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model solara2g, serial number/date code (B)(4) is approximately 3 years 8 months old. The owner's manual part number 1125027 rev c (sep-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the handle on the tilt cable broke. This is not the consumers chair, it is a loaner that the consumer was using while waiting for the approval for a new wheelchair from his insurance company. The dealer replaced the tilt cable with a cable from another wheelchair and it is now functioning properly. No injury alleged.